Manufacturer narrative:
B6: corrected/additional information.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2005, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, follow-up computed tomography illustrates approximately 18mm distal migration of the device. On an unknown date, the patient underwent reintervention and a medtronic cuff was placed proximally. On (B)(6) 2019, computed tomography images show a type iii endoleak and a slight separation of the excluder device and the medtronic device. On (B)(6) 2019, the patient underwent reintervention and a gore® aortic extender component was placed proximally to regain proximal seal and treat the endoleak. Additionally, two contralateral leg components were placed on either side to ensure coverage of the disconnect area of the type iii endoleak. It was reported that degeneration of the patient's proximal aortic neck was also a factor. The patient tolerated the procedure and the endoleak was resolved.